Event description:
The customer received a questionable total bilirubin special (tbil) result on their c501 analyzer. The patient's initial tbil result was 23.9 mg/dl. The sample was repeated and the result was 23.7 mg/dl. The 23.9 mg/dl result was reported outside the laboratory. A doctor questioned the result and the sample was sent to another laboratory. The sample was then tested on an abbot analyzer, and the result was 0.7 mg/dl. The patient's result was corrected. The doctor questioned the incorrect result and the patient was not treated based on the incorrect result. The tbil reagent lot number was 64928201 and the expiration date was 11/30/2012. The customer feels this is a sample related problems and declined a service call at this time.

Manufacturer narrative:
Due to missing data and the fact the sample is no longer available, no further investigation is possible. No root cause could be determined. The calibration and quality control data before and after the event were fine. No other assays were affected. The patient was not adversely affected.